Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-01122, 3005168196-2021-01124.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician encountered resistance while advancing a pod8 coil through the middle of the microcatheter. Therefore, the pod8 was removed from the microcatheter and set side. Next, the physician encountered resistance while advancing a pod5 through the same place in the microcatheter; therefore, the pod5 was removed and set aside. The same issue occurred with a pod6; therefore, the pod6 was also removed and set aside. The physician exchanged the microcatheter for a lantern delivery microcatheter (lantern) and proceeded to re-advance the same pod5 and pod6. It was reported that resistance was encountered while advancing both the pod5 and the pod6; however, the coils were successfully implanted. While advancing the same pod8 through the lantern, the physician encountered resistance. Therefore, the pod8 was removed and was no longer used in the procedure. The procedure was completed using nine pod packing coils (pod pcs) and the same lantern. There was no report of an adverse effect to the patient.